Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was confirmed that the imaging system would not boot up at all. It was found that the power conversion enclosure required replacement. The part was replaced and the issue was resolved. The part has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported tha the imaging was unable to start up. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The power enclosure was returned to the manufacturer for analysis. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.